Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: summary of evaluation: weak spot at the cable assembly insulation, scratches at the front enclosure window replaced the cable assembly, cmos kel cable, front enclosure and o-ring, completed qip. Camera head will be returned to the customer. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, scope, light source, camera head, coupler , 1488 & 1588 extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power, surge, manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.